Event description:
It was reported that the patient experienced dissatisfaction with the spinal cord stimulation (scs) implantable pulse generator (ipg)'s charging efficiency. The patient has to charge for a longer time period than expected to get a fully charged ipg. The physician suspects device malfunction. The patient underwent a revision procedure in which the ipg was replaced. The patient was doing fine postoperatively.